Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit would not turn on. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 18jul2019. Date of report: 25jul2019. During failure investigation (fi), failure analysis of the returned cpu board and power management (pm) pcba revealed no evidence of damage or contamination. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The cpu board and power management (pm) pcba were tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03jun2019. Date rec'd by MFR: 31may2019. The manufacturer¿s international service technician confirmed the reported restart issue. After the pm (power management) printed circuit board assembly (pcba) was replaced, an alarm occurred on the run test. The log was checked again and it was established that there was no event showing device-inoperative but an event showing the device restarted after start-up had been recorded. After that, the phenomenon was not duplicated the manufacturer¿s international service technician replaced the pm (power management) pcba, the cpu pcba and the battery preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.